Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of driveline communication fault alarms was confirmed via log file analysis and evaluation. A review of the submitted log files and downloaded log files contained overlapping data spanning approximately 14 days (08jun2023 ¿ 19jun2023, 21jun2023, 28jun2023 per timestamp). Starting 18jun2023 at 11:28:46, com b fault flags intermittently activated. From 18jun2023 at 11:28:56 to 19jun2023 at 11:04:26, 19jun2023 from 11:29:21 ¿ 11:29:29, and 19jun2023 from 11:29:52 ¿ 11:40:33, the com b fault flags triggered driveline communication fault alarms to be active. The alarms resolved once the driveline was disconnected on 19jun2023 at 11:41:32, consistent with the reported controller and modular cable exchange. No other notable alarms were active in the log file. The returned heartmate 3 vad modular cable (lot number: 7725833) was functionally tested and did not pass. The mod cable was connected to the returned system controller and a mock circulatory loop. The modular cable was manipulated, and the driveline communication fault was reproduced. The cable¿s polyurethane and inner layers were stripped and multiple kinks in the wire were observed. The modular cable¿s wires were examined, and the yellow communication b wire and orange ground wire were found to be damaged with exposed wiring. The damage is consistent with the wires shorting to each other causing driveline communication fault alarms. Per the provided information, the alarms resolved with the modular cable and controller exchange. A root cause for the reported event was determined to be the observed wire damage. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting and heartmate 3 patient handbook , rev. D, section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline communication fault alarms. Heartmate 3 instructions for use, rev. C, section 2 - ¿system operations¿ and heartmate 3 patient handbook, rev. D, section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR# 2916596-2023-04276. It was reported that the patient had a driveline communication fault alarm. They silenced the alarm for 4 hours. The patient was asymptomatic, the driveline appeared to be intact without damage. An attempt was made to clear the alarms via the system monitor but they reoccurred. The alarms resolved after a controller and modular cable were exchanged. A review of the log file revealed a driveline communication fault starting on (B)(6) 2023 at 1128 and continued for the remainder of the log.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.